Manufacturer narrative:
Customer did not provide the lot number of the affected item.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that immediately after starting to use the product, the customer noticed an occlusion alarm went off. He started it over again, but the situation did not resolve. He changed the product to another new one with no further issues. There was no patient injury reported.

Manufacturer narrative:
Other, other text: the event description provided per customer stated: ?immediately after starting to use the product, the customer noticed an occlusion alarm went off. So he started it over again, but the situation was not remedied, and he changed the product to another new one with no issues." Based on the analysis conducted in the sample provided, the complaint was not confirmed.